Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery segmentectomy, on the broken bronchus, the stapler was able to fire, the studs were not formed into a ¿b¿ shape, the staple line was incomplete proximally. They used sutures to complete the case.